Event description:
It was reported that the power cord was damaged. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Unit has not yet been returned for eval; follow up will be issued as necessary based upon investigation results.